Event description:
It was reported that the patients right ventricular (rv) lead had dislodged. While taking fluoro it was noticed the patients right atrial (ra) lead had also dislodged. A lead repositioning was completed for both the ra and rv leads. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).